Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws stayed engaged and were glowing red and smoking. This occurred right after the device was plugged in and put in the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The product is returning.